Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2011; d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Event description:
It was reported that the "left ventricular lead was broken" and required replacement. Further information was unable to be obtained and there was no evidence that the lead was replaced. The lead remains in use. No patient complications have been reported as a result of this event.